Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was traveling in the mountains. Customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge, clear the alarm, and resume insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.